Manufacturer narrative:
Initial 1 of 4based on the available information, this event is deemed to be reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issues with four infusion sets, which fell off during use on (B)(6)2026.